Manufacturer narrative:
Other, other text: additional information: no patient involvement. Issue identified during testing.

Event description:
Additional information: no patient involvement. Issue identified during testing.

Manufacturer narrative:
One medfusion pump was received with the top case chipped and cracked. The bottom case also had seal damage. The event history log was reviewed and there were "travel course check clutch" and "plunger lever" errors in the history. Occlusion tests were performed and the reported issue was able to be duplicated. The clutch halves were replaced and the issue was resolved. The issue looked to be caused from normal wear since the parts were over 5 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump had a travel coarse error. There was no reported adverse event.